Event description:
In 2008, the patient was implanted with a gore excluder aaa endoprosthesis trunk ipsi. The device was moved proximally off its landing zone, and covered the renal arteries, and superior mesenteric artery. The patient was then taken to the operating room for an open conversion of the gore excluder aaa endoprosthesis was explanted. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.